Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that one week and three days post port placement procedure, the port malfunctioned with port catheter fracture. It was further reported that the distal port catheter was allegedly free floating in the right heart and extravasation was noted. It was also reported that the free floating catheter was allegedly difficult to be removed using snare. Furthermore, the catheter segments were removed and replaced with a new port. However, the current status of the patient is unknown.

Event description:
It was reported through litigation process that one week and three days post port placement procedure, the port malfunctioned with port catheter fracture. It was further reported that the distal port catheter was allegedly free floating in the right heart and extravasation was noted. It was also reported that the free-floating catheter was allegedly difficult to be removed using snare. Furthermore, the catheter segments were removed and replaced with a new port. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Medical records alleged that the medi port placement with fluoroscopic guidance was performed to initiate neoadjuvant chemotherapy. The port and catheter placement procedure were done under fluoroscopic guidance. The power port catheter was accessed using an access needle were aspirated and flushed with ease and locked with straight heparin. Subcutaneous pocket skin tissue was closed in layers. Approximately after ten days port-a-cath check was performed due to malfunctioning port. Malfunctioning port was noted, with port catheter fractured. Distal port catheter was free floating in the right heart. Proximal port catheter had retracted out of the venous system with extravasation noted during port injection. Approximately after three months the port-a-cath removal, foreign body retrieval of fractured distal port catheter free floating in the right heart and port-a-cath placement was performed. Placement was done. Upon inspection of the catheter, the catheter appeared short. At this point, fluoroscopy was performed and demonstrated the distal half of the port catheter was free floating in the right heart. Review of the port catheter check images performed prior to procedure confirmed the finding. Therefore, foreign body retrieval was proceeded of the distal port catheter. Under ultrasound guidance, using a micro puncture needle, a left internal jugular venotomy was made. Needle exchanged for 8 french sheath. A 25 mm snare was advanced through the sheath into the right heart and attempted to snare the catheter. The proximal aspect of the catheter was along the right atrial wall and snare was unable to be advanced. The snare was advanced into the right ventricle, but the patient would immediately go into short runs of ventricular tachycardia each time it was attempted, requiring immediate removal of the snare. Under ultrasound guidance, using a micro puncture needle, a left common femoral venotomy was made. Needle was exchanged for 10 french sheath, which was advanced into the inferior vena cava. A snare was advanced through the left groin access and was attempted to snare the proximal aspect again, it was unable to advance. A different snare device was tried, but again was unsuccessful. At that point, a 5 french pigtail catheter was advanced, as well as a 5 french sos catheter through the left groin access and attempted to snag the catheter. Catheter was difficult to removed. Only few centimeters moved, and they snare was quickly advanced from the left groin access into the right heart and was able to snare the proximal aspect of the catheter. The catheter was removed through the left groin sheath. Inspection of the catheter was well as fluoroscopy demonstrated that the entire catheter was now removed. With the port and catheter removed in their entirety, a new port placement was proceeded. The port pocket did not show any evidence of infection, and it was elected to use the same port pocket. Placement procedure done under fluoroscopy. A bard vas-cath vaccess CT low profile power injectable implantable port was connected to the catheter at the pocket. The port was then placed into the pocket and sutured into place. The port was aspirated and flushed easily, and was heparin locked. The patient tolerated the procedure well. Therefore, the investigation is confirmed for the reported fracture, material separation, migration and difficulty in removing catheter. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6(method). H11: h6(result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.